Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per medical services & support, nurse reported she had a patient in the ER with triple lumen powerpicc, with clamps, that was placed at another facility. She stated the ER is utilizing the PICC and a chest x-ray was done and it was determined that the PICC catheter went toward the jugular looped slightly and the tip came back toward the svc. She stated it may have been like that since placement if an x-ray was not performed. She reported the powerpicc worked well. Ms and s informed the nurse that typically most piccs should go across the chest downward to the lower 1/3 of the svc at the right atrium. Informed to get guidance from physician concerning risk versus benefit. Informed that a loop should not be present. 10/19/17- nurse removed the PICC and placed a new one using over the wire technique. There was no reported harm to the patient.